Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five years and three weeks later, ventilation perfusion (vq) scan revealed no evidence of pulmonary embolism or no significant change. After six years and ten months, computed tomography angiogram chest lower showed the filter tip was just below the origins of the renal vein, the visualized tines stretch the walls of the inferior vena cava, and breakthrough cannot be excluded along the right lateral aspect. After three months two weeks, computed tomography angiogram of the chest revealed there was mild to moderate pulmonary artery embolus throughout the right lung primarily involving segmental and small branches of the right lower lobe and to a lesser extent involving small branches of the right middle lobe and right upper lobe. After three months and two weeks, computed tomography angiogram of the chest did not reveal any pulmonary embolism. Therefore, the investigation is confirmed for alleged perforation of the ivc. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately six years and ten months later post filter deployment, it was alleged that the filter struts perforated the wall of inferior vena cava (ivc). The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly diagnosed with pulmonary embolism; however, the current status of the patient is unknown.